Event description:
The patient received the scs system on (B)(6) 2007. It was reported the patient had not charged the system ipg in two years. A surgical intervention was undertaken to explant and replace the ipg. The physician decided to replace it with a different model ipg. The patient reported effective coverage post-operative. No further patient complications were reported.

Manufacturer narrative:
Evaluation: results: the visual inspection of the received ipg showed scratch marks on the right-bottom corner of the device. Ipg did not communicate with a lab programmer. (B)(4) has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(4) defers to the patient's physician regarding medical history.